Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-500 mg/dl. Reportedly, the customer was using insulin that was not stored properly within their pump supplies. Customer went to the emergency room and was treated with manual injections and intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.